Event description:
It was reported that during a single site laparoscopic cholecystectomy procedure, the device delivered malformed clips and misfired (clips were falling out). It was unknown if any clips fell into the patient. No additional information was available at the time of call. The procedure was completed with a fourth device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? Various on each of 3 devices. Dr (B)(6) tried multiple firings outside patient and had issues. Did any clips fall into the patient? If yes, were the clips retrieved? Yes clips were in patient, but retrieved. What vessel or structure was the device fired on at the time of the event? Cystic duct and artery. Was the clip fully advanced into the jaws prior to firing? Not known. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was noted to have the tip of the advancer bent toward the tissue stop and backward. However, it could not be determined what may have caused this condition. In order to evaluate the condition of the internal components, the device was disassembled and no anomalies were found. Upon disassembling 8 clips were found in clip track. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.